Event description:
Dealer is stating that they head motor will raise, and the motor continues to run, but the head section falls a inch or two, something is getting stuck. Tech advised to swap it out, could be something internal. No injuries to the end user.